Event description:
Pt complained of buring sensation upon initiation of scan of lumbar spine. This was the fourth scan for this pt and on the previous three occasions, no complaints. This was the second consecutive pt who experienced a burning sensation on this scanner.